Manufacturer narrative:
An event regarding corrosion involving an unknown metal head was reported. The event was confirmed. Method & results: -device evaluation and results: visual inspection was carried out of the returned part as a part of the mar . The parts were examined with the aid of a stereo microscope at magnifications up to 50x. The taper on the head is shown with debris were observed. -medical records received and evaluation: a review of the provided x-rays by a clinical consultant indicated: "the actual root cause of failure is not evident from the available two ap x-rays. The first one os of 2014, 6- years post implantation when femoral fixation became suboptimal as evident by radiolucent lines along the lateral cement-bone interface. Two years later in 2016, there was gross osteolysis with stem loosening. The problem is possibly related to cement fixation technique although early post implantation x-rays would be required to evaluate this. Component position appears reasonable but no lateral hip views are available, so cup malposition can still not be excluded as potential source of problems. No further clinical information is available, so with the current material, this case can unfortunately not be solved despite the availability of a mar that documents some issues but also cannot establish a root cause of failure." Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device details, operative reports, x-rays, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened. Not returned.

Event description:
On 2008, the patient underwent the surgery with exeter stem. The problem wasn't seen by x-ray in 2014. Afterwards, osteolysis occurred in 2 years. Therefore the patient underwent the revision surgery on (B)(6) 2016. When the surgeon checked the removed stem, the rust was seen by neck trunnion and stem zone2-3.